Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon stuck to the stent. The lesion being treated was a 80-85% stenosed, mid left anterior descending (lad) artery with severe calcification and tortuousity. The lesion was predilated with a 12 mm and a 15 mm balloon. The physician then successfully deployed a taxus express2 8.8% 2.75 mm x 16 mm stent at 14 atms. After the balloon was deflated, it stuck to the stent. The physician pulled negative on the inflation device, inflated up to 2 atms, pulled back to negative and the balloon would not release. The physician removed the guide and the wire, and the balloon released. The physician then successfully deployed a taxus express2 8.8% 2.5 mm x 8 mm stent distal to the first stent. Again, the balloon stuck to the stent. The same measures used before were used again to release the balloon. The physician removed the guide and the wire to remove the balloon. No pt complications or injuries were reported. The status of the pt is listed as good. Same case as MFR# 6000089-2004-00481.